Event description:
It was reported that the system 9800's left monitor went black during a procedure. The system was replaced with another c-arm and the procedure completed without further incident. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The image would go blank when the system interconnect cable was manipulated. The cable was replaced. The system was tested and found to be working as intended and placed back into service.